Event description:
It was reported that during a lung biopsy, the first firing of the device was fine. The device could not be reloaded for the second firing or the third firing. Another reload was pulled and the same thing happened again where the reload cartridge would not snap into place. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 06/22/2007. Evaluation summary: the analysis showed that the device was rec'd in good visual condition and with a cartridge pan loaded inside the channel. No cartridge was rec'd loaded on the device, however, three cartridges were rec'd inside the bag, two with the pan missing and one was rec'd fully loaded with staples. The returned device was tested for functionality with the returned fully loaded cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the mfg process.